Event description:
It was reported "surgeon re-operated on pt due to 2 failed patella. Surgeon elected to use competitor's patella with the scorpio knee. Extreme wear on tibial plateau, probably due to fragments of 2 failed patella implants.